Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented to the emergently and a CT revealed an occlusion of the right stent graft due to thrombus. The patient will be monitored. The physician stated that the cause of the event is due to thrombus. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).